Manufacturer narrative:
The complaint investigation for false elevated results included a search for similar complaints, and the review of complaint text, attached data, trending data, labelling, and device history records. Return testing was performed on the returned patient sample. Historical performance of reagent lot 25065ud00 was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 25065ud00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Testing was completed using a returned patient sample and the results generated indicate the presence of an interferent in the patient sample. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lots. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 25065ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant architect stat high sensitive troponin-I results for one patient. Sid (B)(6) sample processed on june 15: 4212 ng/l. Sid (B)(6) sample processed on june 16: 4078 ng/l. Sid (B)(6) sample processed on june 17: 5820.7 ng/l (tested on a different architect i2000sr). Sid (B)(6) sample processed on june 21: 5563 ng/l (tested on a different architect i2000sr). The customer stated that the sample was then processed with heterophilic antibody tubes and that the result was approximately 1000 ng/l (he didn¿t report the exact result). Sample from the patient was tested at another laboratory using a method other than the architect, and the result was negative (reported value of 0 but method or unit of measurement not specified). No adverse impact to patient management was reported.